Event description:
Complainant alleged that during the incoming inspection of the device, the technician was unable to discharge the device energy. The complainant indicated that there was no patient involvement in the reported malfunction. Sebsequent to the event, the reported problem was unable to be duplicated.